Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that the tip of the device broke off while at the user facility. The event was not associated with a procedural delay or patient injury.

Event description:
It was reported that the tip of the device broke off while at the user facility. Attempts to obtain additional information are ongoing at this time and any additional information obtained will be communicated once available.